Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient came in for a device upgrade. The patient had received several appropriate shocks as needed, however the shocks were not effective. The device was explanted and replaced with a bi-ventricular device. The patient was well after the event.